Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "pt intubated with # 2.5 rusch tube. When changing ett adapter the ett cracked. Unable to get bles adapter in, had to cut ett, then unable to get ett adapter or bles adapter to fit. Couldn't ventilate patient. #2.0 ett adapter brought to bedside and left in place. When patient intubated, minimal chest movement, low etco2, pt slow to respond to increased pressures. Large leak noted. Pt placed on ventilator and 80% leak reading." Additional information requested.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "pt intubated with # 2.5 rusch tube. When changing ett adapter the ett cracked. Unable to get bles adapter in, had to cut ett, then unable to get ett adapter or bles adapter to fit. Couldn't ventilate patient. #2.0 ett adapter brought to bedside and left in place. When patient intubated, minimal chest movement, low etco2, pt slow to respond to increased pressures. ++ large leak noted. Pt placed on ventilator and 80% leak reading." Additional information requested.